Event description:
Dr placed 3 implants on 7/14/97 in a site where the previous implants fractured (not lifecore implants). At the time of placement, pt had discomfort. Other implant drs were consulted and they described a "dry socket" phenomenon. 1/98 the dr "temporized" the bridge. The pt still experienced pain. Implant was removed 10/15/98. One side had granular tissue. Only one side was bone.